Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that this 980 ventilator failed post (power on self test) with abnormal clicking noise from the exhalation valve and noticed burnt smell from inside. The device was available for evaluation. The direct current (dc) - dc printed circuit board (pcb) and gui graphical user interface (gui) pcb were replaced and returned to medtronic for further analysis. The gui pcb part was visually inspected and functionally tested with no malfunction or product deficiency identified. A visual inspection of the returned dc - dc pcb was conducted. It was observed that component c83 had thermal damage. A burnt smell generated when electronic component ablated. An existing internal investigation was initiated on the board to address this type of issue. The cause of the event was isolated to electronic component failure c83 on dc-dc pcb. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this 980 ventilator failed post (power on self test) with abnormal clicking noise from the exhalation valve and noticed burnt smell from inside. The ventilator was not in use on a patient at the time of the reported event.